Event description:
Coopervision customer service received an email from (B)(6) optical on (B)(6) 2015 regarding a patient claim with product defect issues. The patient was contacted for more detail, and alleges that the biofinity toric lens caused her vision to blur, and the lens stuck and felt it tore her cornea. The patient relates that after a visit to the ecp, she had an eye infection and felt it was a result of the lenses. No lot number was provided. The patient does not have any medical information available from her ecp. Additional medical information was again requested but not received to date. There is no indication of permanent impairment of eye function or damage to body structure or medical treatment to preclude permanent impairment of eye function or damage to body structure. Coopervision is reporting this event in an abundance of caution.

Event description:
Coopervision is in receipt of additional medical information. The patient was diagnosed with keratitis and eye pain (od), and was prescribed ocuflox, lotemax, and codeine. The event resolved on (B)(6) 2015 and the patient is able to continue contact lens wear. The ecp's chart notes do not mention of any permanent conditions and/or change to the patient's visual acuity.

Manufacturer narrative:
The contact lens was not returned for inspection. The complaint is unconfirmed. The association between coopervision lenses and the incident is unconfirmed. Device not returned to manufacturer.